Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by diarrhea. The cause of the peritonitis was reported as the patient consumed octopus and abalone; however, this was unable to be medically confirmed, therefore the cause of the event was assessed as unknown. The patient was hospitalized for the event. Treatment details were not reported. Extraneal and physioneal therapies remained ongoing. At the time of this report, the patient had not recovered from the peritonitis event. No additional information is available.